Event description:
It was reported that the user received a ¿change insulin¿ alert and, after starting a supply change, took a shower and forgot to replace the ilet, resulting in approximately eight hours of hyperglycemia with a highest cgm value of 401 mg/dl while using a teflon infusion set on the abdomen and a g7 cgm; they were advised that the alert would clear once the supply change steps were completed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.